Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-10296. Reference MFR report: 1627487-2011-10297. The patient received the scs system on (B)(6) 2010 which included an ipg, two leads (same lot) and two lead anchors (same lot). It was reported the physician removed the entire scs system due to a superficial infection. The patient's midline incision exhibited oozing. The patient was afebrile and her wbc results were normal within normal limits; however, her c-reactive protein results were elevated. The infection was treated with hiv and oral antibiotic therapy. The facility disposed of the explanted items.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance identified did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.